Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. Eight days after onset, the patient was hospitalized for the peritonitis event. The peritonitis was manifested by abdominal pain. The patient was treated with vancomycin intravenously (dose and frequency not reported) for the event. While hospitalized, peritoneal dialysis therapy was discontinued and the patient was switched to hemodialysis. The patient was later discharged from the hospital. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis event. Additional information was requested but is not available.